Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Cassette - - h2. Pt cancelled the treatment after receiving multiple alarms. As the tubing set was removed, there was wetness found on the back of the cassette and inside the pump door.